Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient's lead was broken and that she wants it repaired. It was reported that x-rays will be taken prior to the surgery and that both lead and generator would be replaced. Surgery is likely, but has not occurred to date. Attempts will be made for further information.